Manufacturer narrative:
Pt identifier: - (B)(6). Concomitant medical product: unknown femoral component, cat#: unknown lot#: unknown. Unknown bearing, cat#: unknown lot#: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02931-1, 0001822565-2017-05519, 0001822565-2017-05523.

Event description:
It was reported that patient is experiencing pain, catching, and instability. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.